Event description:
Medical records were received: the clinical study, dpo 10004 10008 attune, has reported the following adverse events impacting four different patients, identified by their subject ids: the site indicated in this report that the 4 events had already been reported to the complaint handling unit. Study: dpo 10004 10008 attune; subject ID: (B)(6). Adverse event: (diagnosis) loose tibial component. No cement adherence to implant; date of implantation: (B)(6) 2014; date of onset: 18 jul 2016; date of revision: (B)(6) 2016; severity: severe; relation to study device? Related; relation to study procedure? Possibly related; treatment: femoral & tibia tray/insert revision; patella retained. Study: dpo 10004 10008 attune; subject ID: (B)(6). Adverse event: (diagnosis) suspect loosening tibial component (no radiolucencies); date of implantation: (B)(6) 2013; date of onset: 03 dec 2015; date of revision: none; severity: moderate; relation to study device? Related; relation to study procedure? Possibly related; treatment: observation (no revision at this time).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "it was reported that there were very few instances of radiolucent lines (rlls) or loosening in the mmi data, where the attune original tibial bases were not radiographically loose but were loose (cement not bonded to the implant) when surgeon went in to revise. Surgical delay was unknown". The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photographs attached were reviewed, showing only one implant and not specifying part number nor lot number. Since there is no certainty which complaint (B)(4) corresponds to the device shown on evidence, investigation was developed on the following (B)(4) for the tibial tray. The investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that there were very few instances of radiolucent lines (rlls) or loosening in the mmi data, where the attune original tibial bases were not radiographically loose but were loose (cement not bonded to the implant) when surgeon went in to revise. Surgical delay was unknown. Doi: unknown, dor: unknown, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.